Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok and backlight buttons were found to be intermittently responding to presses. The backlight button has no effect on insulin delivery functions. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
It was reported that the keypad buttons were unresponsive. The patient reported that the ok keypad button stopped responding about 1 hour ago. She has been using the ezbolus button to give boluses because the ok button has been unresponsive. The patient noted that the ok keypad button feels flat when pressed and springs back intermittently. She denied physical damage to the rubber keypad; denied that the pump has been exposed to water or cleaning products; and stated that she wears the pump on her waist with a clip.